Event description:
The clinic reported that during a phacoemulsification procedure the machine presented an error and could not be re-primed. The clinic replaced packs and handpieces and still was not able to re-prime the system. The doctor completed the surgery by converting it to an extracapsular cataract extraction procedure to remove the lens. The clinic reported that the patient's outcome would be good.

Manufacturer narrative:
(B)(4) - surgical incision enlarged. An amo field service engineer inspected the system at the customer location and noticed during evaluation that the vacuum test exceeded limits. The field service engineer replaced the vacuum transducer to correct the issue. The system evaluation was completed and no further issues were observed. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.